Event description:
It was reported that patient presented for device upgrade procedure. During procedure insulation damage was noted on patient's right ventricular (rv) lead. The lead was capped and replaced during procedure on (B)(6) 2024. The patient was stable.